Event description:
It was initially reported by the physician that the patient was experiencing painful stimulation in the lead area after having a fall while playing football. System diagnostics showed everything working within normal limits. X-rays were done and sent to manufacturer for further review. No obvious anomalies were observed that could be contributing to the report of painful stimulation. Patient is not experiencing pain with every stimulation, but it occurs at certain positions. The physician believes that the lead tubing was compromised during the tackle which is possibly causing a passage for the leakage current to the body. Patient underwent a lead replacement surgery. Patient continued to have painful stimulation at the neck region after surgery but in a few days, the event disappeared. Explanted lead was returned to manufacturer for analysis. Analysis is currently pending on the lead.